Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached accessories. Complainant indicated that there was no patient involvement in the reported malfunction.